Event description:
Customer reported unexpected negative reactivity of capture r ready ID (crrid) on a patient sample containing anti-d due to rh immune globulin.

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retention crrid, lot id103. Manual testing was performed on the returned product; the returned product demonstrated expected positive reactivity with the appropriate cells. Manual testing was performed with customer's returned sample (reported to contain anti-d) using returned and retention crrid, lot id103. The sample exhibited moderate to strong reactivity with all d+ cells and was nonreactive with all d- cells. This investigation did not identify a product deficiency. The lack of expected reactivity at the facility may be related to storage conditions of the capture strips at the facility.